Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, during an educational call, the patient mentioned she had been disconnected from her insulin device for "a while". Due to this, she stated she thinks her blood glucose is 400-500 mg/dl based on how she feels. Since she was not feeling well, the call ended. On follow up with the patient three days later, she stated she saw her doctor the day prior to original date, and he suggested a change in her basel rates. She adjusted her basel rates per his advice. On original date she was having difficulty in changing her insulin cartridge and went without insulin for 3 hours which caused elevated blood glucose in the 500-600 mg/dl range. She bolused insulin and her reading lowered to 303 mg/dl. She later ate dinner and bolused and believes she may have overbolused as her blood later dropped to 35 mg/dl. Paramedics were called and she was given insulin via IV drip. She stated her readings are still erratic and she continues to work with her doctor to find the correct basel rate for her. On further follow up, the patient stated her readings are doing much better. No product will be returned for evaluation.